Event description:
Rptr had back surgery on 5/01/89. The dr told him he had to have a spinal fusion with plates and pedicle screws and it would only take four hrs. The operation took two drs, 10 1/2 hrs, and required double plates with screws. Rptr has had problems until 11/93. The drs never told him he was a guinea pig for implants with screws which were never approved for use. He has had uncontrollable things happen to him such as sweating. He has had hospitalizations and has needed more medicines to make him comfortable and live.